Manufacturer narrative:
H3-non-destructive visual evaluation was performed on the tibial insert. The ultra-high molecular weight polyethylene insert was revised after about two years because of failure of the intercondylar post and was received in six separate pieces. The intercondylar post showed cracking and delamination on the anterior side at the level condyle showed limited burnishing including a small blister and a small area in the process of forming a pit. The inferior side of the insert showed slight burnishing. There were no apparent material or mfg defects noted on the component.

Event description:
Co was notified by international affiliate of removal of the subject constrained tibial insert due to wear of u.h.m.w.p.e. No other info has been provided at this time.